Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-10488. It was reported that an error message displayed during aspiration. Two angiojet® zelantedvt¿ devices were selected for a thrombectomy procedure in the superficial femoral vein and common femoral vein. The first angiojet zelante device was primed successfully. Power pulse and thrombectomy modes were initiated for approximately 35cc. A check saline error was displayed and the catheter stopped working. The catheter was removed and exchanged for another zelante catheter. This device primed successfully. Power pulse and thrombectomy modes were initiated for approximately 30cc. A check thrombectomy set error was displayed and the catheter stopped working. A third zelante catheter was used to completed the procedure. There were no patient complications reported.